Manufacturer narrative:
Investigation summary: customer provided one (1) photo of a 0.3ml bd insulin syringe. No samples were returned as of 28 august 2019. Consumer reported ¿as I attempted to remove the orange needle cap, the entire needle came off of the syringe¿. The photo provided by the customer was reviewed, and it was observed that the needle-hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. The cause of the needle-hub separation likely occurred during the manufacturing process. A review of the device history record was completed for batch #8337703. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for cracked hubs based on the photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing under investigation child 1143044, "on 28 aug 2019, holdrege received a photo complaint. A visual evaluation of photo shows (1) syringe with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tips of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage on the hub. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the needle assembly press station was out of adjustment. Zm200794547 was created on 25 jan 2019 corrective action: needle assembly press station was adjusted. L2l dispatch #52820 was created on 25 jan 2019 to adjust the press station. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 was been opened on 16 aug 2019 to address this issue."

Event description:
It was reported that the needle hub is separating from the device with a bd insulin syringe with bd ultra-fine¿ needle. This occurred on 3 separate occasions, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that needle hub separated from 3 syringes. As I attempted to remove the orange needle cap, the entire needle came off of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub is separating from the device with a bd insulin syringe with bd ultra-fine¿ needle. This occurred on 3 separate occasions, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that needle hub separated from 3 syringes. As I attempted to remove the orange needle cap, the entire needle came off of the syringe.